Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit circuit leakage (gas inflow) alarm occurred. There was no health damage reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restrictions e1 event site name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit and could not reproduce the failure. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a.